Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm or numbers spiraling out of control noted. Insulin pump had a cracked case at display window corner, minor scratches on lcd window, cracked reservoir tube lip and cracked reservoir tube.

Event description:
Customer reported receiving a button error alarm on the insulin pump and stated that they were unable to clear it. Customer stated that none of the buttons were working. Customer stated that the numbers were spiraling out of control without her touching any buttons. Customer's blood glucose reading at the time of the call was 216 mg/dl. No further information reported.